Event description:
A trilogy evo ventilator was returned to a third party service center for service. During the evaluation of the device at the third party service center a ventilator inoperative code was found related to the user interface software version string not matching the overall system version string. There was no reported patient involvement. The third party service technician observed the ventilator inoperative user interface software mismatch code in the device's event log. The technician replaced the device's system printed circuit assembly (pca) board to address the error code. In addition, a motor controller shutdown error code was also found in the device log. The blower was replaced to resolve the issue. A ventilator service required error code relating to an outlet pressure sensor railed to maximum negative value also appeared in the device's log. The replacement of the system printed circuit assembly (pca) board resolved the error. The air foam inlet filter, particulate filter, and muffler will be replaced due to the 4 year preventative maintenance procedure. No further investigation is required.